Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The reporter contacted lfs alleging an apply sample message on the one touch verio pro meter when using control solution. The reporter mentioned that the patient did not exhibit any symptoms due to the alleged issue and did not seek any medical attention. This is not the first time the product was being used. While troubleshooting, it was noted that the technique of applying blood on the test strip was incorrect. The patient was doing a control solution test similar as the one touch ultra meter. Customer service explained he proper technique in applying the control solution on the verio. The patient was using the correct test strips. Reporter did not have control solution available to run a test over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the reporter denied that the patient exhibited any symptoms or sought any medical attention. The complaint is being reported since the alleged issue with the apply sample message on the one touch verio pro meter was not resolved.